Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s grandson reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose about 600 mg/dl. The customer¿s current blood glucose level was over 600 mg/dl at the time of the incident and current blood glucose level was 238 mg/dl. The customer stated that the insulin pump had a no delivery of insulin. The customer experienced symptoms such as headache. The customer was treated with manual injections. The customer was wearing the insulin pump prior during the hospitalization. The insulin pump will not be returned for analysis.